Event description:
Analysis of the returned device found that the subject stent was deployed within the microcatheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there was an microcatheter returned and the lot number was confirmed from the device hub. There is no allegation against the microcatheter. The subject stent was found to be deployed within the microcatheter. There was no sdw or introducer sheath returned with the stent and the stent was intact. During functional inspection, the microcatheter was flushed and a 0.0158" patency mandrel was advanced through and the stent exited the distal end of the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The stent was returned within the microcatheter, the stent was advanced and exited the catheter tip without issue. The stent was found to be intact. Even though friction was not felt during analysis there could have been an issue during the procedure as the stent was deployed within the microcatheter. The as reported event of "the stent difficult/unable to advance or pullback through catheter" and as well as the as analyzed "stent deployed prematurely during use" will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.